Event description:
A medical doctor reported that after intraocular lens (iol) implant surgeries, the pts presented with overcorrection ranging from 1.00d to 3.00d. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned to analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).